Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had second occurrence of replace battery now alarm. Customer did no receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer reported that her pump keeps turning off and she was changing the battery every 12hrs. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly. Unable to confirm unexpected battery power loss, low battery alert and unable to perform any tests due to blank display. Device received with cracked battery tube thread, cracked case battery tube and cracked case corner of belt clips rails.